Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a visual inspection of the pump showed that there was moisture in the battery compartment and on the returned battery cap. The pump failed a leak test due to a peeling keypad cover and a battery compartment cracked. The pump cover was opened and no additional moisture was found. Unrelated to the complaint, the display was dim and discolored. The returned battery cap had stripped threads. A test cap was used for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that the battery casing was cracked and there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.